Event description:
It was reported that a cartridge alarm occurred during basal delivery. Additionally, it was reported that an occlusion alarm occurred. No further information was obtained as customer declined troubleshooting with tandem technical support. Customer's blood glucose level was 235 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.